Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a pocket revision of this unknown pacemaker, the seal plug came off. Ultimately, this device was replaced. Additional information was requested from the field in which no information was obtained.

Event description:
It was reported that during a pocket revision of this unknown pacemaker, the seal plug came off. Ultimately, this device was replaced. Additional information was requested from the field in which no information was obtained.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.